Manufacturer narrative:
This is one event for the same pt involving three separate products; associated MDR #1225714-2014-03885 and 1225714-2014-03886 and 2937457-2014-00935.

Event description:
The plaintiff's attorney alleged the decedent expired on (B)(6), 2009 after use of the product.

Manufacturer narrative:
Updated to include all of the info that has been received from the pt's attorneys. (B)(4). This is one of three device reports associated with this event.

Event description:
The plaintiff's atty alleged that the pt experienced a cardiac event and expired on that same date, which is alleged to have been caused by the pt's exposure to the product administered during dialysis treatment.